Manufacturer narrative:
(B)(4). The customer reported that the unit had a broken power pin on the battery pca and that the unit failed to power up on battery power. There was no report of pt involvement. The hospital biomed replaced the battery pca which resolved the failure. The unit passed testing and was returned to service.

Event description:
The customer reported that the unit had a broken power pin on the battery pca and that the unit failed to power up on battery power. There was no report of pt involvement.